Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, the plastic on the working cannula broke off in the patient. The shard of plastic was not removed from the patient. No additional patient complications were reported.